Manufacturer narrative:
The device was not returned to atrium for evaluation. The lot history and sterilization records of this lot were reviewed and no deviations were found. Post-operative infection after hernia repair using mesh is a common occurrence and the rate of infection can be influenced by a variety of factors. Infection rates after open repair of ventral/incisional hernias have been reported to be as high as 20%.

Event description:
Postoperative infection.